Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and the doctor's reading. Reporter stated device read 537 mg/dl and doctor device read 96 mg/dl within a few minutes. Reporter indicated no treatment was received as a result of the alleged reading however device had been reading high. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.